Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.